Manufacturer narrative:
Concomitant medical products: 5866-38m adaptor, implanted: (B)(6) 2007; 5071-53 lead x2, implanted: (B)(6) 2007; 457453 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited a brief instance of high rv defib coil impedances. The lead remains in use. No patient complications have been reported as a result of this event.